Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow up MDR at the completion of the investigation. (B)(4).

Event description:
In this case, the customer reported that the operator could not hear the patient. The philips field service engineer determined that the microphone had failed and replaced the gantry microphone to correct the problem. There was no report of harm to a patient, operator, or bystander as a result of this reported event.